Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the infusion set was changed and the occlusion alarm reoccurred. Customer declined further troubleshooting. Blood glucose was 182 mg/dl.